Event description:
The pt has two leads (from the same lot). It was reported the pt is not receiving adequate coverage. Allegedly, the pt's leads have migrated. The pt may undergo a neurosurgical evaluation and surgical intervention. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.